Manufacturer narrative:
Additional narrative: (B)(4). Device manufacture date: the device manufacture date is unavailable reporter's last name and phone number were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from ireland that the motor device hose was leaking during autoclaving, discharging oil that affected other sets within the machine, and resulted in a knock on effect of surgeries. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Correction: upon further investigation, it was determined that this MFR# is a duplicate of MFR# 1045834-2017-11031. Reference MFR# 1045834-2017-11031 for all further reporting regarding this event. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.